Event description:
Md final summary: pt on peritoneal dialysis and plan was for discharge but then, pt had seizure. Apparently, maltose in his dialysate was interfering with hospital glucometer and he was becoming hypoglycemic though fsg (finger stick glucose) remained normal. Treated with dilantin and appropriate glycemic control with no further seizures. Required transfer to higher care level to stabilize glycemic control and los extended by 7 days. Dates of use: 2009. Diagnosis or reason for use: type ii dm for glycemic ctrl.